Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband stated that the customer had several high blood glucose levels. Customer's blood glucose level readings included: 475 mg/dl and 548 mg/dl. Customer's current blood glucose level was 279 mg/dl. Customer's husband was not sure if there was a kink in the line, but he does not think it is from the pump. Customer started the pump 4 days ago and yesterday the health care professional lowered the basal rates. As a result, the customer has been running high. Customer treated by bolus. Customer felt very tired and warm. Customer has a back-up plan and will contact their health care professional. Customer ran a manual prime and the insulin did exit the tubing. Basal rates and bolus wizard settings are correct. Alarm history is accurate. Customer believes that the pump is working correctly. Pump is working as designed so far. No additional information provided.